Event description:
It was reported that following an implant procedure, the patient experienced difficulty breathing post-operatively. The physician believed that breathing difficulties were unrelated to the stimulator, but due to prone position longer than anticipated and from anesthesia. The patient was treated per facility and was discharged with a stable condition.